Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that only a main coil was returned for this complaint. The coil was found kinked and stretched. No more damages were found. Microscopic inspection revealed of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and not damages was found. Dimensional inspection of the main coil revealed that the components were within specification except the number of distal fiber bundles, which were less than specification.

Event description:
Reportable based on device analysis completed on 11may2021. It was reported that the coil got stuck in the catheter and was stretched. The target lesion was located in the alimentary tract. A 10mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the coil got stuck in the middle part of the catheter. The coil was withdrawn and it was found to be stretched. The coil was simply pulled out and the procedure was completed with another of same device. No patient complications with reported and patient was stable post procedure. However, device analysis revealed that there was missing fiber bundles.